Event description:
Customer reported that ventilator went vent inop, in which the device stopped providing ventilatory support to the patient, and alarmed. Customer reported the ventilator was in use at the time of the reported problem, and there was no patient harm.

Manufacturer narrative:
The respironics service technician was unable to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating the reported vent inop was due to a flow sensor failure. The service technician replaced the exhalation flow sensor. The service technician performed performance verification testing and extended self testing (est). All tests passed per operating specifications.